Manufacturer narrative:
(B)(4). This complaint is for a report of a separated cap on the patient line. The actual set was returned for complaint investigation. Per the results of evaluation, the set was visually inspected and it was noted that the patient line cap was not capped onto the hytrel sleeved connector. Pull test was performed using the pull tester. No abnormality was observed. The complaint was confirmed in the lab for a separated cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The complaint does not provide sufficient information to identify root cause of these issues; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is a result of a customer contacting baxter. The customer reported a cap had separated before use. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.